Manufacturer narrative:
Based on the information available the results of the investigation cannot be confirmed as the returned device did not contain all device components, the delivery pusher was not included. The root cause for this complaint could not be determined. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil prematurely detached within the microcatheter. The coil was removed using a snare successfully. No clinical consequence was reported.